Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting are 105 mg/dl and two hours after meals are 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not available. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/14/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 71 mg/dl (B)(6) 2015 11:45 am; 71 mg/dl (B)(6) 2015 04:00 am; 75 mg/dl (B)(6) 2015 09:00 pm; 81 mg/dl (B)(6) 2015 05:00 pm; 89 mg/dl (B)(6) 2015 04:00 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.